Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt of the forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. The 1st inflation was to 18 atmospheres, the 2nd inflation was to 20 atms and on the 3rd inflation the balloon ruptured at 22 atms. The device was removed from the patient successfully and the procedure was completed with a different device. No patient complications were reported and the patients status is good.